Manufacturer narrative:
Avid medical issued formal complaint (B)(4) to the manufacturer (B)(4) concerning the misfiring of the surgiclip for item no. 134031, manufacturer lot# p6e0131cx.

Event description:
Avid medical is the manufacturer of a custom procedure tray that includes the following component: clip, surgiclip, vendor part # 134031 manufactured by (B)(4); (B)(4). Avid medical received a complaint on 05/17/2018 originated by (B)(6) at the (B)(6) medical center, (B)(6) stating that the surgiclip was misfiring and is unsafe to use. The complained clip, surgiclip part was available for evaluation and was sent to (B)(4), the manufacturer of the defective part. Avid medical issued formal complaint (B)(4) to the manufacturer (B)(4) concerning the misfiring of the surgiclip for item no. 134031, manufacturer lot# p6e0131cx. No patient injury was reported.